Manufacturer narrative:
A supplemental report is being submitted for a correction to the conclusion code. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. H7, h9, h10 as a result of review on the complaint file, this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and associated z-number, and also updates applicable FDA code(s) to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Additional products h3 device evaluated corrected to yes and FDA patient codes corrected to c76143. Additional products serial # (B)(6) and controller ac adapter d10 device available for evaluation corrected to no. Additional product serial # (B)(6) FDA method codes corrected to 4112, 4114. Additional products serial # (B)(6) , (B)(6) h4 manufactured date corrected from 31-jul-2018 to 13-jul-2018. Additional product controller ac adapter: d4 model # corrected to unk, catalog # corrected to unk, expiration date corrected to unk, serial # corrected to unk and UDI corrected to asku; h4 manufactured date corrected to unk. Product event summary: the controller, fifteen batteries ((B)(6) ) and the controller ac adapter were not returned for evaluation. Battery ((B)(6) ) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of battery ((B)(6) ) in relation to the reported event. Failure analysis of the returned battery ((B)(6) ) revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Alarm log files did not reveal any power disconnect alarms. However, a review of the data file revealed momentary disconnections involving batteries ((B)(6) ). Momentary disconnection will result in an audible tone or "beep". Additionally, log files analysis revealed two controller power-ups with their associated motor starts on (B)(6) 2019 at 20:38:15, and (B)(6) 2019 at 22:48:02. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 22% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 13 seconds. The data point prior to the second loss of power revealed that a power adapter was connected to power port one and (B)(6) was connected to power port two with 27% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one and (B)(6) was connected to power port two. The controller was without power for seven seconds. Alarm file revealed one critical battery alarm involving battery ((B)(6) ) due to the battery depleting below 10% rsoc. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm. The most likely root cause of the reported "intermittent battery disconnect alarms" can be attributed to momentary disconnections between the battery and controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6) h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 h6: FDA method code(s): 4112, 4114 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h4: mfg date: 13-jul-2018 h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h4: mfg date: 13-jul-2018 h6: patient code(s): c76143 d4: serial #: (B)(6) d10: no h3: yes h4: mfg date: 13-jul-2018 h6: patient code(s): c76143 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku d10: no h3: yes h4: mfg date: unk h6: patient code(s): c76143 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller, fifteen batteries and one cac adapter with unknown serial number were not returned for evaluation. Battery (bat754638) was returned for evaluation. Failure analysis of the returned battery (bat754638) revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Alarm log files did not reveal any power disconnect alarms. However, a review of the data file revealed momentary disconnections involving batteries (bat754638, bat307381, bat307844, bat552421, bat587858, bat753186, bat754637, bat754639, bat754640, bat754641, bat587897). Momentary disconnection will result in an audible tone or "beep". Additionally, log files analysis revealed two controller power-ups with their associated motor starts on 07/mar/2019 at 20:38:15, and 13/mar/2019 at 22:48:02. The data point prior to the first loss of power revealed that bat307381 was connected to power port one with 24% relative state of charge (rsoc) and bat754639 was connected to power port two with 22% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port and bat552421 was connected to power port two. The controller was without power for 13 seconds. The data point prior to the second loss of power revealed that a power adapter was connected to power port one and bat754638 was connected to power port two with 27% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one and bat754637 was connected to power port two. The controller was without power for 7 seconds. Alarm file revealed one critical battery alarm involving battery (bat754638) due to the battery depleting below 10% relative state of charge (rsoc). As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm. The most likely root cause of the reported "intermittent battery disconnect alarms" can be attributed to momentary disconnections between the battery and controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Pr00389403 investigated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Other devices involved in this event: battery bat754638, device available for eval: yes, return date: 2019-03-27, FDA method code(s): 4112, 10, FDA results code(s): 3213, FDA conclusion code(s): 12, 19 battery / bat307381, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12; battery / bat307844, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12; battery / bat315787, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67 battery / bat316119, FDA results code(s): 213, FDA conclusion code(s): 67 battery / bat316424, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67 battery / bat324304, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67 battery / bat552421, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12; battery / bat587858, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12 battery / bat587897, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12 battery / bat753186, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12 battery / bat753188, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67; battery / bat754637 FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12; battery / bat754639, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12; battery / bat754640, FDA method code(s): 4112, 4114 ,FDA results code(s): 3213, FDA conclusion code(s): 12; battery / bat754641, FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12 controller ac adapter, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-07-31, UDI #: (B)(4). Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 2018-07-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2016-11-30, UDI #: (B)(4). Mfg date: 2015-11-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2016-11-30, UDI #: (B)(4). Mfg date: 2015-11-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4). Mfg date: 2016-02-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4). Mfg date: 2016-02-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4). Mfg date: 2016-02-28. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-10-31, UDI #: (B)(4). Mfg date: 2016-10-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2018-03-31, UDI #: (B)(4). Mfg date: 2017-03-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2018-10-31, UDI #: (B)(4). Mfg date: 2017-10-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2018-10-31, UDI #: (B)(4). Mfg date: 2017-10-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-05-31, UDI #: (B)(4). Mfg date: 2018-05-03. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-05-31, UDI #: (B)(4). Mfg date: 2018-05-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-07-31, UDI #: (B)(4). Mfg date: 2018-07-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-07-31, UDI #: (B)(4). Mfg date: 2018-07-13. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-07-31, UDI #: (B)(4). Mfg date: 2018-07-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-07-31, UDI #: (B)(4). Mfg date: 2018-07-31. Labeled for single use: no. (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter. Controller ac adapter. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent battery disconnect alarms when connected to any power source. It was further reported that there was two controller power loss events. The controller, controller ac adapter and fifteen batteries remains in use, one battery was exchanged. No patient complications have been reported as a result of this event.